Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an infusion of methotrexate was programmed to infuse for 22 hours however the infusion completed 4 hours sooner than expected. Although requested, there were no further details or information provided and no report of harm.

Event description:
It was reported that an infusion of methotrexate was programmed to infuse for 22 hours however the infusion completed 4 hours sooner than expected. Although requested, there were no further details or information provided and no report of harm.

Manufacturer narrative:
The customer¿s stated issue of over infusion was not confirmed through a review of the log or testing. Physical inspection of the device noted the patient side pressure sensor was malfunctioning with a high voltage reading when a set was installed. This was an incidental finding. The log review found no instances of a pressure malfunction during the reported incident. The customer¿s stated issue of over infusion was not confirmed through a review of the log or through testing. Review of the pcu event log showed no obvious programming errors that would account for the customer¿s report of an over infusion. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. During testing there were no observations of unregulated flow. The customer did not return the administration set in use at the time of the event, therefore testing could not be performed on the set. The root cause of the customer¿s report was not identified.